Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the pi number for pediatric clients rarely goes 1. Customer tried it on a small granddaughter of a (B)(6) employee who remained still and the pi would fluctuate and not go above 1. Occasionally it would shoot up above 1 then go back down.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A lot history review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. Corrected data: model #) updated from 22218 to 24507-7; lot #) updated from 3c172 to r14m785; updated from (B)(6) 2013 to (B)(6) 2015.